Event description:
The patient reported having an episode and attempting to use the "portable control to send a tracing to my cardiologist, but his nurse said that it was unsuccessful." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).